Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient has been set up with remote monitoring and no revision procedure has been scheduled at this time.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing, high thresholds, and low pacing impedances. A chest x-ray confirmed the lead was dislodged. Based on the daily measurements stored by the device, it appears the dislodgment occurred shortly after the implant procedure. The patient will be scheduled for a revision. This rv lead remains in service. No adverse patient effects were reported.